Event description:
As a pt was being sent into the gantry, the pt's arm was pinched by the moving couch top between the couch top and the couch.

Manufacturer narrative:
The pt was on the couch head first and supine with arms down by the side and hands on chest. As the pt was being sent into the gantry, the arm was pinched by the moving couch top between the couch top and couch. The vinyl covering for the couch top that slips over the couch top pad did not cover the gap between the couch top and the couch. There was a sheet under the pt, but it was not covering the entire couch top. The pt was only pinched. There was no breaking of the skin or need for medical treatment.